Event description:
Complainant alleges "not putting out any power at all."

Manufacturer narrative:
The device was returned and is in process of being evaluated. The investigation is ongoing. Once additional relevant information is identified, it will be submitted in a supplemental report.

Manufacturer narrative:
The device was returned for evaluation and repair. Full factory testing was conducted and the unit was found to be functioning properly. No device problem found. If any additional relevant information is identified, it will be submitted in a supplemental report.